Event description:
It was reported that the otw graftmaster was successfully implanted to treat an aneurysm in the proximal right coronary artery (rca). At the same procedure, the patient also received two non-abbott (integrity) stents in the distal rca. After the procedure, the patient experienced persistent chest pain and electrocardiogram showed to have new st elevation in lead v1 only, suggesting possible microembolic injury to the right ventricle. Coronary angiogram found that the graftmaster was patent in the proximal rca with no evidence of edge stenosis, but there may have been possible minimal slow flow in the distal rca branches. The non-abbott stents in the distal rca were also patent with no evidence of thrombus. There was possible minimal slow flow in the distal right coronary artery branches. The patient was diagnosed with a myocardial infarction, but the physician indicated that there was no repairable abnormality present and the patient's symptoms could possibly be related to a delayed wash-out of contrast from the smaller branches of the rca. Per the physician, the classic findings of no-reflow are absent. The patient was treated with medication such as pain control, nitrates, antiplatelet agents, and blood pressure control. The patient subsequently experienced confusion and delirium due to the heavy sedation from medication. Post procedure, the patient had been volume depleted with evidence of acute renal dysfunction. The confusion and renal dysfunction both resolved after his medication was adjusted and the patient was hydrated with volume infusion. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of angina, ischemia, embolism, and myocardial infarction are known adverse events as listed in the graftmaster otw instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2012 @2245: troponin = 1.23; (B)(6) 2012 @0601: troponin = 4.5; (B)(6) 2012 @1202: troponin = 7.29; (B)(6) 2012 @0428: troponin = 10.26; (B)(6) 2012 @2045: troponin = 5.70. (B)(6) 2012 @1640: creatine phosphokinase (cpk) = 115 u/l (normal range 32-232); (B)(6) 2012 @2245: cpk = 252; (B)(6) 2012 @0601: cpk = 601; (B)(6) 2012 @1202: cpk = 653; (B)(6) 2012 @0428: cpk = 424; (B)(6) 2012 @2045: cpk = 109. (B)(6) 2012 @1640: creatine kinase-mb (ck-mb) = 2.6 ng/ml (normal range 0.0 - 3.6); (B)(6) 2012 @2245: ck-mb = 21.2; (B)(6) 2012 @0601: ck-mb = 87.6; (B)(6) 2012 @1202: ck-mb = 103.0; (B)(6) 2012 @0428: ck-mb = 51; (B)(6) 2012 @2045: ck-mb = 4.2. The stent remains in the patient. The stent delivery system was discarded. A follow-up report will be submitted with all additional relevant information.